Event description:
It was reported that during a stent assisted coil embolization of a left internal carotid artery aneurysm, a stent was successfully deployed across the aneurysm neck. Three coils were successfully deployed in the aneurysm. Subsequently the patient developed cerebral flow arrest which was shown to be related to a massive subarachnoid hemorrhage. The hemorrhage most likely originated from a secondary source within the cavernous sinus. The patient was pronounced brain dead.

Event description:
It was reported that during a stent assisted coil embolization of a left internal carotid artery aneurysm, a stent was successfully deployed across the aneurysm neck. Three coils were successfully deployed in the aneurysm. Subsequently the patient developed cerebral flow arrest which was shown to be related to a massive subarachnoid hemorrhage. The hemorrhage most likely originated from a secondary source within the cavernous sinus. The patient was pronounced brain dead.

Manufacturer narrative:
The device remained implanted; therefore was not available for analysis. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.